Event description:
Customer reported while accessing the y-site port with an 18 gauge needle the port broke and entered into the lumen of the set. There was no patient/nurse harm or medical intervention required. No further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the set has not been received. A follow up report will failure investigation results will be submitted should the set be received for evaluation.